Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('iud was embedded in some area and that a coil was through her bladder'), medical device removal ('surgery to take iud out') and haematuria ('was peeing blood') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), haematuria (seriousness criteria medically significant and intervention required) and back disorder ("back disorders") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the device dislocation, medical device removal, haematuria and back disorder outcome was unknown. The reporter considered back disorder, device dislocation, haematuria and medical device removal to be related to essure. The reporter commented: physician told to the reporter that she got one coil in and could not come out. Supposedly when she had the surgery to take iud out, she couldn`t get it out and just left it in. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-surgery to take iud out, iud was embedded in some area and that a coil was through her bladder . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('iud was embedded in some area and that a coil was through her bladder'), medical device removal ('surgery to take iud out') and haematuria ('was peeing blood') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), haematuria (seriousness criteria medically significant and intervention required) and back disorder ("back disorders") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the device dislocation, medical device removal, haematuria and back disorder outcome was unknown. The reporter considered back disorder, device dislocation, haematuria and medical device removal to be related to essure. The reporter commented: physician told to the reporter that she got one coil in and could not come out. Supposedly when she had the surgery to take iud out, she couldn`t get it out and just left it in. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-surgery to take iud out,iud was embedded in some area and that a coil was through her bladder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.